Event description:
It was reported in a literature article that sixty-five patients with lenke type-1 ais were included and followed up for a minimum of 24 months. Forty-two patients underwent thoracoscopic surgery (thoracoscopic group) and 23 patients underwent posterior surgery (posterior group). Radiographic outcomes, including the correction rate and loss of correction, perioperative morbidities, and complications, were compared. It was reported that one patient was found to have a broken rod and loss of correction 13 months post-op. The patient underwent a revision surgery 15 months post-op.

Manufacturer narrative:
Literature article citation: lee et al. A comparative study between thoracoscopic surgery and posterior surgery using all-pedicle-screw constructs in the treatment of adolescent idiopathic scoliosis. J spinal disorders (j spinal disord tech 2013;26:325¿333) (B)(4): the device was not returned for evaluation however films were supplied for review. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Film supplied for review shows a broken rod in mid construct.